Event description:
It was reported that the article broke during screw insertion. The threaded tip broke and got into the bone screw tip. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. Visual inspection showed that the first two of the threads broke at an extent of around 80 percent. The slip sleeve was difficult to operate. A possible cause of the damage to the point of the slip sleeve is that it was not sufficiently secured in the primelock thread of the bone screw, or it was exposed to extreme friction in the primelock connection while being screwed in. These possibilities may have loosened the inner and outer parts of the slip sleeve. In combination with extreme lateral pressure on the screws due to the soft part tension, this could have led to the documented damage to the point. The new slip sleeve design is designed to reduce the impact of friction on the slip sleeve. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.